Event description:
When hanging new IV fluid and lines, I was unable to flush the bifuse from either port. I removed the nads and still unable to flush. A new bifuse was obtained and flushed fine. Manufacturer response for extension set, (brand not provided) (per site reporter). After the investigation at the manufacturing plant, incorrect solvent application by the assembler, and opportunities in the standard work instruction are accepted as possible root causes. A quality alert was created on february 19, 2024, to reinforce the correct solvent application method and avoid occlusion. As a corrective action, the standard work instruction was updated. Air fixture will be added in stations where the junction of tubing/bifurcated, approved on february 27th, 2024.